Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer problem was duplicated. The root cause of the issue was found to be a damaged downstream occlusion (dso) seal. To solve the problem, the dso seal will be replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was problematic. There was unknown patient involvement and no patient harm reported.